Event description:
It was reported that a revision was performed because patient was feeling a lot of pain. Once the surgeon opened the patient to perform the revision, he noticed that the implant was a univers one and that the head had come dislodged from the stem. The head was then screwed back into place. Total shoulder revision/removal. The original univers one was implanted approximately five years ago.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was reconnected while still in the patient and could not be returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. Further details of the event has been requested but not yet received. If additional relevant information is received, a follow-up report will be submitted. Device history record could not be performed as the lot number is unknown. Per device directions for use, the screws to lock the inclination and the trunnion must be tightened using the arthrex supplied torque driver. Failure to achieve the appropriate torque requirements when tightening locking screws may result in the premature loosening of the device.the potential causes of this event are being communicated to the event reporter. Revision surgery, remains implanted.